Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation, recurrent mr, and mitral stenosis were unable to be determined. The reported patient effects of mitral stenosis, perforation, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: iatrogenic atrial septal closure for mitral stenosis after transcatheter edge-to-edge repair: a case report.

Manufacturer narrative:
Literature attachment: "article title iatrogenic atrial septal closure for mitral stenosis after transcatheter edge-to-edge repair: a case report". B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported in an article that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+ and a mean pressure gradient of 1.1mmhg. A mitraclip nt was inserted and deployed on the mitral valve, reducing the mr to trace. However, the pressure gradient increased to 7.6mmhg. A few days post procedure, the patient presented to the hospital with decreased urine output and general discomfort. A transthoracic echocardiogram (tte) was performed and revealed recurrent mr with a grade of 2, a mean pressure gradient of 7mmhg, and a marked left to right shunt. Due to the observed atrial septal defect (asd), an asd closure device was implanted. The procedure was successful, and the patient was discharged to home with angiotensin-converting enzyme inhibitor and diuretics. Details are listed in the attached article titled ¿iatrogenic atrial septal closure for mitral stenosis after transcatheter edge-to-edge repair: a case report.¿